Event description:
Erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access instrument. An initial accu tnl result was 1.00ng/ml. The result was not reported out of the lab. The customer retested the pt original sample for accu tnl on the access instrument. The repeated accu tnl result was 0.22ng/ml. The customer indicated that the pt original sample was tested for accu tnl on another instrument in their lab. The accu tnl results obtained from another instrument were: 0.01ng and 0.02ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.